Event description:
It was reported that during a da vinci s hysterectomy procedure, while docking to the patient, the site experienced system error code 23003. With the assistance of an intuitive surgical, inc. (Isi) technical support engineer (tse) the site removed the instruments from the patient side manipulator (psm) arms and cycle powered the system. The site advised the tse that the issue was resolved and that they were going to continue on with the case. The tse reviewed the site's system logs and confirmed that system error code 23003 occurred and was generated when psm 2 was bumped. 3 hours later the site contacted isi technical support engineering and reported that after they restarted the system, a flashing camera icon and a question mark were displayed on the touchscreen monitors. Unable to resolve the issue the surgeon made the decision to complete the planned surgical procedure using open surgical techniques.

Manufacturer narrative:
The investigation performed by the intuitive surgical, inc. (Isi) field service engineer concluded that the flashing camera icons experienced by the site occurred due to the site had not selected the endoscope angle. The fse instructed the site on how to select the endoscope angle to resolve the issue. On (B)(4) 2013, isi contacted the initial reporter concerning the reported event. The initial reporter indicated that the system was docked to the patient when the flashing camera and question mark appeared on the system monitors and that the surgical staff was unable to resolve the issue. Prior to contacting isi for technical support assistance the surgeon made the decision to complete the procedure using open surgical techniques due to not being able to resolve the camera issue and due to the patient's anatomy. The patient had a large uterus and fibroid. The initial reporter indicated the size of the patient's anatomy affected the port site placements, making it difficult for the surgeon to access the surgical site. There was no harm to the patient and the patient tolerated the open procedure well. The initial reporter indicated that she was told by the surgeon that the patient is doing well. As of (B)(4) 2013, there have been no reported recurrences of the reported issue at this hospital.